Event description:
[Medical device related - medline adult anesthesia circuit extension. Tubing set up erroneously in or]. Patient undergoing elective parathyroidectomy, was supine on the or table, successfully placed under general endotracheal anesthesia. The 1% lidocaine with 1:1000,000 epinephrine was injected along the planned incision site. A superior based platysmal flap was then raised. At 15:20 elevated end tidal co2 -50s- noted. Additionally the patient became bradycardic -20-30s- and sbp dropped into the 90's. The mda was called for assistance and the case was aborted. The ventilator circuit was replaced, abgs were obtained and gastric tube placed. To pacu at 16:05, taken to ICU and returned for planned surgery following day. It was discovered that the medline circuit adult anesthesia - with 90" extension tube, the device had been assembled in such a manner that allowed up to 500cc of dead space at the patient end of the circuit. The extension tubing had not been applied to the inspiratory end, but rather the patient end. We believe erroneous connections such as this should not be permitted for such vital pieces of equipment. The extension tubing allowed misconnection to occur - could be placed on either patient end, expirator/inspiratory tube end - and when patient fully draped unable to "see" problem readily. Diagnosis or reason for use: ventilator during parathyroidectomy. Event abated after use stopped or dose reduced?: yes.